Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer called for assistance with a boot up issue on a cardiosave before use. No patient harm or injury reported. Customer reported that they turned on the cardiosave (plugged into a working wall outlet) and the pump immediately started to make a very loud, high-pitched noise and did not turn on. They attempted to reboot several times which was unsuccessful.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3,h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b6, b7, e3, e1 initial reporter name, event site telephone, h6 medical device problem code, getinge field service engineer (fse) had call with dana and asked her to unplug the cardiosave, remove the batteries, and hold the power button down which was also unsuccessful (she attempted this multiple times). Dana said biomed was on the way, gave her my direct contact should they have any questions. Kaitlin lodato with biomed called several minutes later with an update and complaint information. She reported that the sound had ceased. The staff was very appreciative of the support. No other information available. In future if we receive any repair information will reopen and update the investigation.